Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on connector board. After disconnecting and reconnecting the internal battery connector on connector board pump was monitored and functioned properly. The insulin pump was received cracked retainer, minor scratched display window, fading serial number label and scratched case. (B)(4).

Event description:
It was reported via phone call there pump alarmed power error. The customer's blood glucose at the time of incident was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.